Event description:
It was reported that a wireless battery module g was damaged from fluid intrusion. Any patient involvement injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. See scanned page.